Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified solution at an unspecified rate, and was connected to an unspecified solution at an unspecified rate, and was connected to an unspecified IV catheter. After an unspecified length of time in use, it was reported that the tubing set disconnected from the pt's IV catheter. The customer contact reported that approximately "5-7cc" of blood was lost. The tubing set was replaced and the therapy was resumed. There were not reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4).